Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 750 hematology analyzer did not flag for blasts on 2 samples on different days for the same patient. The patient's history was reviewed after blasts were flagged on a third sample from the same patient. Manual smear confirmed blasts. There was no affect to patient treatment as a result of this event.

Manufacturer narrative:
Qc run before and after the event recovered within range. A field service engineer (fse) verified instrument as functioning as expected. System flagging preferences for blasts were set at mid level. Per product labeling, beckman coulter inc. Suggests using all available flagging options to optimize the sensitivity of instrument results. The raw data files were requested for analysis but not provided.